Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that vaccine medicine leaked from the bd safetyglide¿ needle. The following information was provided by the initial reporter: "leakage of immunization from syringe- was not failed restraint, and needle was tight on hub but vaccine leaked out."